Manufacturer narrative:
Block b3: date of event: date of event was approximated to 05/01/2019 as no event date was reported. Block f10: problem code 1444 captures the reported event of seal compromised. Block h10: investigation analysis a visual evaluation of the returned advanix billiary, the device was returned in its original pouch, the pouch was torn and it has hole at the front side (label area), compromising the seal; consequently, confirming the reported complaint. Based on the product analysis, it is most likely that handling and manipulation of the device during shipping/storage could have contributed with the reported issue, additionally boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, however there is no control on how the devices and handled/manipulated or storage in the field. Based on the facts that DHR did not show any abnormalities and that process controls are in place to prevent this failure from happening, the most probable conclusion code will be documented as 'cause traced to transport/storage' since problems traced to the inappropriate transport or storage of the device. A review of the device history record (DHR) was performed, no anomalies were observed. The review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that during unpacking, it was noticed that the advanix biliary stent packaging label was torn and the sterility of the device was compromised. There was no issue noted with the outer federal express box that the device was shipped in. There was no patient or procedure involved at the time this incident was noticed.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that during unpacking, it was noticed that the advanix biliary stent packaging label was torn and the sterility of the device was compromised. There was no issue noted with the outer federal express box that the device was shipped in. There was no patient or procedure involved at the time this incident was noticed.